Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support did not assist the caller with the cartridge load technique due to the report of two different cartridge alarms, and a replacement pump was provided. No further action was required, and the case was closed by technical support.